Manufacturer narrative:
Unit received with blank display followed by a constant tone due to moisture damage on all electronic assemblies. Unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime/delivery test, occlusion test, excessive no delivery test and operating currents measures due to blank display anomaly and watchdog alarms/anomaly. Minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads. Moisture damage on forced sensor resistor noted. Corrosion on motor assembly and vibratormotor assembly noted.

Event description:
It was reported via phone call that insulin pump was exposed to moisture due to customer jumping into a swimming pool. Customer reported that as a result, insulin pump was not working. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.